Event description:
The father of a home pt (hp) reported cracked minicaps. The father noted betadine leaking from crack in cap and reported treatment with prophylactic antibiotics. Per rn, hp treated with 250mg per liter of cefazolin for 3 days and all cultures are negative after 66 hours. Per rn, no pt injury associated with this incident.